Manufacturer narrative:
D4: removed model # and catalog # as the previous report included the component level model #. The ventilator device information was not provided by the end user so the information has been updated to "unknown". Section d4 was updated catalog#, model #, UDI # and serial number to unknown as the information was not provided by user.

Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator was alarming invalid gas ID when they are trying to setup the heliox. The customer confirmed that there was no patient harm associated with the reported event.